Manufacturer narrative:
(B)(4). The manufacture date is 03/03/2016 ¿ 03/05/2016. One companion sample and four actual samples were received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection of the actual and companion samples was performed did not reveal any issues related to the reported event. The companion and actual samples underwent a flow rate test and was noted to meet product specifications. The reported event could not be verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate would not infuse an antibiotic. The care giver stated that they flushed the patient&#38112;central line and there was a good blood return and attached an intermate device. The care giver stated that the intermate was filled with piperacillin/tazobactam 4500mg in sodium chloride 0.9% with a total volume of 100ml. The care giver stated the intermate would not flow. The care giver contacted the hospital and was advised to flush the line with heparin. The care giver flushed the line with heparin and the medication infused with no issues. There was no report of patient injury or medical intervention associated with this event. No additional information is available.